Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded onto the grips. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not closing the clips. The surgeon attempted to close the clip three times and was unable to on each attempt. The customer used another clip applier instrument and there were no further issues. The clip that did not close was removed from the patient's abdomen. The clip was inspected prior to use and after the reported issue. The surgical staff noted that the medium-large clip applier instrument might not be completely aligned. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer was using the medium/large hem-o-lock clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU).